Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the eyelet of the device was broken. The broken piece was returned for investigation. The method used to prepare the bone as well as the bone quality encountered were not provided. The most likely cause can be attributed to the use of prying/leveraging the eyelet during insertion. The cause of this condition is user error.

Event description:
It was reported that during a cuff suture surgery the tip of the device broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2023 update dw further information were provided that the tip of the device broke off inside the patient and everything was retrieved out of the patient.